Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, noise and color bar on the monitor due to the connector alignment failure were noted. In addition, the reported issue was confirmed, and a worn-out socket were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video system center display an e214 error. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, noise and color bar on the monitor were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the connector alignment failure could not be determined. Olympus will continue to monitor field performance for this device.